Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection found a bubbled dso seal, scratched lcd lens, cracked battery door, and a damaged uso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the pump did not detect a cassette and downstream occlusion was damaged. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.